Manufacturer narrative:
The device was returned with the needle mechanism not deployed. Data was extracted from the device and a rotational sensor malfunction was noted in the beginning of first prime. The device was reset and successfully paired with a pdm. A 5-unit bolus was delivered, the needle deployed, and the ratchet gear was noted to turn without issue. No timeouts, drive stalls, or rotational sensor abnormalities were seen in reset data. The drive mechanism was inspected, and no issues were found that would have contributed to the reported event. A rotational sensor assembly malfunction occurred causing the premature end of first prime, resulting in the needle to not deploy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.